Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5086491. The event description was: "pt ordered hubble contact lenses from (B)(4). Hubble never sent any communication to my office (this is one of several occurrences which is prompting me to write to the FDA) for verification. The pt suffered corneal damage and vision changes due to poorly fitting contact lenses. This company is subverting the law, putting pts at risk, and blatantly doing so. The avarice and arrogance exhibited by this company is unprecedented in the contact lens industry. I only hope enough complaints are recorded so the government can put a stop to this. FDA safety report ID# (B)(4).".